Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1, expiration date:14-may-2022, serial#: (B)(4), UDI #:(B)(4). No dev rtn to MFR? No. Mfg date: 18-dec-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion during the implant procedure of the leadless implantable pulse generator (ipg). It was noted that following three deployments on the septum "electrical were out of range and without capture'. Deployment was then performed in the apex however the patient suddenly became unresponsive. The patient required surgery to repair the perforation and was brought to intensive care unit (ICU) following surgery. The ipg remains in use. No further patient complications have been reported as a result of this event.